Event description:
During a ptca/stenting procedure, balloon withdrawal difficulties were encountered after deployment. The lesion being treated was a calcified and tortuous lesion in the circumflex artery. The lesion was pre dilated and the liberte' monorail sent was successfully deployed. Resistance was encountered when the physician was attempting to withdraw the delivery device. The physician then deep seated the guide catheter to the sent and the delivery device was sucessfully removed. The stent was post dilated with na nc monorail balloon. No pt injuries or complications were reported. Pt status is listed as "okay".